Event description:
"Back flow" valve failed. Three IV piggyback medications were given from 5 pm till 10:45 pm. At 11 pm the nurse caring for the pt noticed that the maintenance IV solution bag was getting bigger/fatter.